Event description:
Reported as "access port broken." Event further clarified: per translated product field note, event reported as "rupture catheter" another event was inadvertently submitted under the same report#.